Event description:
This is filed to report a clip opening while establishing final arm angle (efaa) and while locked. On (B)(6) 2022, the mitraclip procedure was performed according to the instructions for use (IFU) to treat grade 3 functional mitral regurgitation (mr). The physician positioned and grasped in the central area of the mitral valve with an xtw clip (20207r157). During performance of efaa, the physician noticed the clip had opened more than 10 degrees. The physician performed all troubleshooting steps according IFU and repeated the grasp to ensure the leaflets were not manipulating the locking mechanism. The clip still opened more than 10 degrees, so it was decided to replace the clip. A second xtw clip (20214r162) was positioned above the valve and successfully grasped the leaflets. The physician performed the efaa and the clip again opened 10-20 degrees. The physician decided to accept this result and deployed the clip. After deployment the clip, the opening was approximately 30 degrees. Despite this, the mr was reduced to grade 1 and the clip was stable on the leaflets. There were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement associated with the clip opening while establishing final arm angle and clip opening while locked could not be determined. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d engineer, and the reviewer stated that, "three (3) fluoroscopic still images were provided of the reported cds. The first and second images show the distal portion of the cds in which the clip is clearly attached to the l-lock shaft of the delivery catheter indicating the images were taken pre-detachment (deployment) of the clip. In the first image, the clip arms appear to be in the fully closed positioned (~10°); the image was presumably taken prior to conducting the first efaa check. In the second image, the clip arms appear to be open to ~20°. Under the assumption the second image was taken after conducting efaa, it is apparent the clip arms opened and align with the reported incident details. In the third image the clip is fully detached from the l-lock shaft indicating the image was taken post deployment of the clip; the clip arm angle appears to be ~45° in the third image. While the stated arm angles in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the clip arms are opened to an increasingly larger degree in each image provided (pre-efaa check (~10°) post-efaa check (~20°) post deployment (~45°))." The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).